Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The system interface cable was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system interconnect cables outer insulation had been cut creating a potential shock hazard. There was no adverse pt involvement reported. There was no pt info reported.